Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a hi (greater than 500mg/dl) all day when scanning the adc freestyle libre sensor. On (B)(6) 2019, the customer self-administered insulin (dose unknown) based on the sensor readings and subsequently lost consciousness. The customer was taken to the hospital by emergency services who provided the customer with "sugar water" for hypoglycemia. Upon arrival, a blood glucose of 6.1mmol/l (106mg/dl) was obtained don the hcp meter compared to a hi reading from the sensor scan. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Device manufactured date has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Extracted data from the returned sensor using approved software. Sensor found to be in sensor state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported a hi (greater than 500mg/dl) all day when scanning the adc freestyle libre sensor. On (B)(6)2019, the customer self-administered insulin (dose unknown) based on the sensor readings and subsequently lost consciousness. The customer was taken to the hospital by emergency services who provided the customer with "sugar water" for hypoglycemia. Upon arrival, a blood glucose of 6.1mmol/l (106mg/dl) was obtained don the hcp meter compared to a hi reading from the sensor scan. There was no report of death or permanent injury associated with this event.